Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ insulin syringe had a slit causing it to leak 2 times. The following information was provided by the initial reporter: yesterday, however, I injected air into my humulin n vial & then into my apidra vial & when I drew the insulin to fill the syringe, the insulin squirted all over my face! I tried again & the same thing happened! I then noticed the syringe had a slit around the 10 unit mark!

Event description:
It was reported that the unspecified bd¿ insulin syringe had a slit causing it to leak 2 times. The following information was provided by the initial reporter: yesterday, however, I injected air into my humulin n vial & then into my apidra vial & when I drew the insulin to fill the syringe, the insulin squirted all over my face! I tried again & the same thing happened! I then noticed the syringe had a slit around the 10 unit mark!

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.